Manufacturer narrative:
. Reporter is synthes sales consultant. A device history record (DHR) review was conducted: part #: 319.006 synthes lot #: 5647855, supplier lot #: na. Release to warehouse date: 16 nov 2007. Manufactured by synthes (B)(4). Mrr # 131573 was generated during production for machine lines. Qty 11 (eleven) was scrapped as of 08 sep 2006. The non-conformance is not relevant to the complaint condition since the non-conforming devices were scrapped. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection of the returned depth gauge performed at customer quality (cq) confirmed the condition of needle breakage, which agrees with the reported complaint condition; as such the complaint is confirmed. The needle has broken off at its interface with slider body. The protection sleeve component was not returned. Dimensional inspection: inspection of the relevant feature, proximal threads of the needle, was unable to be completed due to post-manufacturing damage adjacent to the fracture. Document/specification review: the relevant drawings, reflecting the current and manufactured revisions, were reviewed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: the design specifies the needle component to be manufactured from 316l extra hard stainless steel. During the DHR review no non-conformances were noted. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Conclusion: a definitive root cause for the needle breaking could not be determined based on the provided information. It should be noted that the missing protection sleeve component has primary function of protecting the needle component from damage. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during field inspection in the sterile processing, upon restocking the variable angle (va) elbow set, the sales consultant found that the depth gauge was broken into two pieces. The metal part has broken off from the shaft and has been discarded. There was no patient involvement. This report is for one (1) depth gauge. This is report 1 of 1 for (B)(4).